Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of access site bleeding was determined to be use issue because the peel away sheath left in place after discussion regarding using repo sheath causing the bleed. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23373 was submitted in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the peel away sheath was left in place after the insertion of impella cp. The registered nurse stated that the patient experienced significant bleeding from the site overnight continuing through the morning. The patient received three units of packed red blood cells overnight. The physician placed a stitch at insertion site to manage bleeding. However, the bleeding persisted despite transfusion, stitch placement, and discontinuation of systemic anticoagulation. A sandbag was placed but was removed as angle was unable to be maintained due to the sandbag and dressing. The following day, no significant oozing was seen after angiomax was restarted. The patient survived the explant and continued on extracorporeal membrane oxygenation.